Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further evaluation determined the main keypad was damaged. The main keypad was replaced to resolve the issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the front case, screen shield and keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.